Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient expired. In (B)(6) 2011, due to acute coronary syndrome of electrocardiogram changes and stemi, the patient underwent the placement of a 3.0x24mm taxus liberte stent. The target lesion being treated was located in the mid left anterior descending (lad). Residual stenosis was 0% with timi 3 flow noted. The patient received a peri-procedural loading dose of the thienopyridine medication clopidogrel (600mg) and started on 325mg of aspirin. One day later, the patient received the study medication maintenance dose of 75mg clopidogrel. The patient was discharged 3 days later. In (B)(6) 2012, the patient was called for randomization application and was reported expired by the patient's spouse. No further information was provided.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).